Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the evaluation. The failure analysis (fa) confirmed the customer reported complaint. The fenestrated bipolar forceps (fbf) was analyzed and found to have damage to the conductor wire¿s insulation. Visual inspection found the wire was exposed. The fbf was tested on in-house system and the instrument passed electric continuity test and recognition/engagement tests. Also, the instrument moved intuitively with full range of motion in all directions. The fbf grips opened/closed properly, and fa concluded the instrument is fully functional and released energy normally. The probable root cause of the conductor wire¿s insulation damage is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument was found to have prayed cable during central processing. At this time, it is unknown when the conductor wire insulation got damaged and what caused the damage to the insulation to occur. The damaged/broken to the conductor wire and its insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have frayed cable. The was no report of patient involvement. Follow-up was performed to request additional information related to the event. No further details have been received as of the date of this report.